Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the green flow stop is not engaging, preventing accurate medication flow and disrupting therapy. Product is slow to prime and is not correctly performing a bolus. This has also led to patients hitting the pca button more often. There was no additional information available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The sample returned, it consists of thirteen (13) units for part number p/n 21-7322-24; the returned samples were received in decontaminated condition inside a shelf box, with their original sealed packaging. Visual inspection: no damages nor other workmanship defects were detected in none of the joins of the product. Functional test: the samples received were connected to prime using a cadd pump legacy; no discrepancies were detected the product was prime without difficult, liquid flow through all whole device. Test successfully passed; thus, the failure mode is not confirmed. The cause of the reported problem could not be determined. There were no relevant findings detected in the DHR.